Event description:
The manufacturer received information through a voluntary medwatch alleging a ventilator inoperative condition occurred. The patient was taken to the hospital for respiratory failure and other unrelated issues. The available information does not appear to indicate the patient suffered permanent harm or injury. The device has not been returned to the manufacturer for investigation and several requests for additional information from the reporter of the event have not been honored.

Manufacturer narrative:
A follow-up report will be filed if pertinent information becomes available. No device returned for investigation.